Manufacturer narrative:
Reference record (B)(4). The disposition of the device involved in the event was unknown; the sample was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After the procedure, the patient experienced elevated blood pressure and did not feel well. The patient died on (B)(6) 2020 due to unknown causes. Additional information was requested but was not provided.